Event description:
A report was received that the patient felt pain at the pocket site. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well postoperatively.